Event description:
It was reported that high impedance was observed on the patient's vns. It was reported that the patient had severe seizures and had a history of multiple falls and injuries. The patient was currently in the hospital due to a head injury resulting from a fall. The medical professional was unable to surmise if the fall was due to the vns as the falls were normal for the patient. Follow up with the company representative revealed that the patient's vns was programmed off due to the high impedance. It was reported that the patient falls consistently so, the physician found it difficult to determine if the vns was the cause, but the high impedance could have been a result of the fall. X-rays had been ordered, but have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient's generator and lead were received by the manufacturer from another medical device manufacturer. Follow up with the medical professional's office revealed that the patient had passed away. The facility was unaware of the patient's passing until they had attempted to schedule an appointment and were informed by the patient's family. The products were likely explanted at the funeral home and inadvertently shipped to the incorrect medical device company as the medical professional indicated that they had not removed the device. It was stated that the patient's vns was programmed off five months prior to the patient's death. When asked if the vns had been programmed on at any point, the nurse indicated that it had not been as they would've been the ones to program it back on. There was no allegation against the vns for the patient's death and it was determined as unrelated to vns since the patient was not received vns therapy at the time of death. Lead product analysis was completed. The fractured lead allegation was not confirmed in the product analysis, or pa, lab. A majority of the lead assembly including the electrodes were not returned and, therefore, complete evaluation of the product could not be made. The condition of the returned portion was consistent with those typically existing following explant. No obvious anomalies were identified with the exception of a set of setscrew marks found near the end of the lead connector pin, indicating that the lead may not have been fully inserted into the generator cavity at one time. X-ray suggests canted spring was connected to the connector ring. Continuity checks of the returned lead portion were performed and no discontinuities were identified. The end of the lead connector pin was not visible as received inserted inside the generator cavity. There was no evidence to suggest a discontinuity in the returned lead portion which may have contributed to the allegations of a fractured lead. However, a majority of the lead was not returned for analysis. Generator product analysis was completed. The reported high impedance was not duplicated in the product analysis, or pa, lab. Diagnostic tests with various electrical loads attached to the generator demonstrated accurate resistance measurements. The report ambulation difficulties could not be evaluated in the pa lab. However, proper functionality of the generator to provide appropriate programmed output currents was verified. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No variations in the output signal was observed and diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.